Event description:
Longtime user of philips system one and dreamstation cpaps (continuous positive airway pressure). Routine va bloodwork through primary care identified serious kidney function problems, investigated by renal and passed to hematology. Further testing revealed that I had multiple myeloma. Although philips has supposedly tested risks from vocs (volatile organic compounds), I find this suspect as they knew of the issues wit the pe-pur foam 10 years before the FDA was informed. They only responded to the problem in japan, and then australia. FDA report on mdrs shows it wasn't addressed in the us until about 2021. Formaldehyde was apparently one released voc, and the national cancer institute has linked it to blood cancers. Two years of testing and treatment (both inpatient and outpatient) through (B)(6) hospital and (B)(6) university bone marrow transplant center. My va oncologist is dr. (B)(6). Philips system one CPAP and dreamstation CPAP (both returned to philips under recall). Reference report: mw5146329.